Manufacturer narrative:
(B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the air oscillator device was seized, jammed and moving heavily. It was further determined that the device failed pretest for check performance, check frequency, min. 12¿000 to 16¿000 osc/min, check for air leak, check for excessive noise, check symmetry, general condition and check status of development. It was noted in the service order that the device was worn while in use with the air reamer device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.